Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had broken output connectors. It was also indicated that the display was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. No patient complications have been reported as a result of this event.